Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented in early-february for infection at the pocket site. Oral medications were given and the cardiac resynchronization therapy defibrillator (crt-d) system was explanted two days later. No additional adverse patient effects were reported.